Manufacturer narrative:
Tightness test fails. Expiratory valve will be replaced.

Event description:
Hamilton medical ag received the following event description: during testing of the device, the linearity checks were out of range.